Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276846 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid stenting, after the umbrella was released in place, the 5.0x30 aviator+ balloon was delivered. The pressure pump revealed no change in pressure gauge values. The balloon failed to fill. A different pressure pump was tried and still failed to fill the balloon. After several attempts, the balloon was withdrawn from the body in consideration of patient safety. The physician tried to fill the balloon outside the body, and it could not be deflated after filling up. The case was completed after changing to an unknown balloon. The patient is uninjured, has no infectious diseases. The operator was a trained. The patient had severe stenosis of the right trans-frontal artery opening. The product was stored properly according to instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification. The vessel was noted to have moderate tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion. The catheter was never in a in an acute bend. The balloon did not kink during use. The device was noted to have not been removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during a carotid stenting, after the umbrella was released in place, the 5.0x30 aviator+ balloon was delivered. The pressure pump revealed no change in pressure gauge values. The balloon failed to fill. A different pressure pump was tried and still failed to fill the balloon. After several attempts, the balloon was withdrawn from the body in consideration of patient safety. The physician tried to fill the balloon outside the body, and it could not be deflated after filling up. The case was completed after changing to an unknown balloon. The patient is uninjured and has no infectious diseases. The operator was a trained. The patient had severe stenosis of the right trans-frontal artery opening. The product was stored properly according to instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification which had a 75% stenosis. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the device through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon through the vessel or while crossing the lesion. The catheter was never in an acute bend and the balloon did not kink during use. The device was removed intact (as one unit) from the patient. The product was returned for analysis. One non-sterile ¿aviator plus .014 5.0x30 142cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected confirming that the balloon was received deflated. The balloon presented evidence of large saline/contrast crystals inside and were visible by the naked eye. Inflation/deflation functional analysis could not be evaluated as the balloon could not be inflated. The presence of saline solution sedimented crystals was impeding the inflation lumen. The accumulation of the crystallized solution along the inflation lumen will not allow for accurate testing of the inflation/deflation mechanism. The water introduction through the inflation lumen was also attempted as an effort to wash the device to reduce the crystal bodies; however, balloon inflation was not possible. The crystals observed were large enough to impede the washing of the inflation lumen. A product history record (phr) review of lot 82276846 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty unable to inflate¿ and ¿balloon deflation difficulty- unable to¿ were confirmed due to the accumulation of the crystallized contrast/saline solution along the inflation lumen. Various attempts to remove the crystalized solution were unsuccessful. Therefore, the root cause of the events cannot be determined. Additionally, we do not know the contrast to saline ratio as this information was not provided and may be a contributing factor to an inflation/deflation difficulty as contrast is very viscous in nature. Therefore, based in the information available for review, it is likely procedural factors and/or handling of the device and vessel characteristics may have contributed to the events reported. According to the warnings in the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during a carotid stenting, after the umbrella was released in place, the 5.0x30 aviator+ balloon was delivered. The pressure pump revealed no change in pressure gauge values. The balloon failed to fill. A different pressure pump was tried and still failed to fill the balloon. After several attempts, the balloon was withdrawn from the body in consideration of patient safety. The physician tried to fill the balloon outside the body, and it could not be deflated after filling up. The case was completed after changing to an unknown balloon. The patient is uninjured, has no infectious diseases. The operator was a trained. The patient had severe stenosis of the right trans-frontal artery opening. The product was stored properly according to instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification. The vessel was noted to have moderate tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion. The catheter was never in a in an acute bend. The balloon did not kink during use. The device was removed intact (as one unit) from the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid stenting, after the umbrella was released in place, the 5.0x30 aviator+ balloon was delivered. The pressure pump revealed no change in pressure gauge values. The balloon failed to fill. A different pressure pump was tried and still failed to fill the balloon. After several attempts, the balloon was withdrawn from the body in consideration of patient safety. The physician tried to fill the balloon outside the body, and it could not be deflated after filling up. The case was completed after changing to an unknown balloon. The patient is uninjured, has no infectious diseases. The operator was a trained. The patient had severe stenosis of the right trans-frontal artery opening. The product was stored properly according to instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have moderate calcification. The vessel was noted to have moderate tortuosity. The lesion had a 75% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion. The catheter was never in a in an acute bend. The balloon did not kink during use. The device was removed intact (as one unit) from the patient. The device will be returned for evaluation.